Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. The catheter connector(between white part and transparent part) was found to be fractured at (B)(6) 2021, although there was no problem at 9am on the same day. Reportedly the patient was wearing nursing mittens, and could no move freely, however, the patients body posture has been changed to change diaper etc. By nurses at many times. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a fractured groshong connector was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Usage residues were observed throughout the sample. The sample was receive in two segments which shared a complete break at the proximal end of the extension tube. The break occurred within the region of the white strain-relief sleeve. Microscopic inspection of the break site revealed a dully granular fracture surface. The extension tube exhibited an elliptical cross-section at the break site. Tactile inspection of the sample revealed severe tensile weakness in the vicinity of the break. Material necking and discoloration were observed in the vicinity of the break. The fracture features, tensile weakness, necking and discoloration were consistent with damage caused by tensile (pulling) stress. The location of the damage suggested that access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reeq2347 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. The catheter connector(between white part and transparent part) was found to be fractured at 5pm on (B)(6) 2021, although there was no problem at 9am on the same day. Reportedly the patient was wearing nursing mittens, and could no move freely, however, the patients body posture has been changed to change diaper etc. By nurses at many times. There was no reported patient injury.